Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced failure to pair a dexcom g7 cgm to an ilet device, with the device displaying ¿000¿ under bluetooth and a 400 alert, after which the user was instructed to restart the ilet and was able to view glucose on the dexcom app but not on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included the need for replacement of the ilet and instructions to complete the startup process on the replacement device. Investigation included troubleshooting steps to toggle cgm settings, restart the ilet, and verify bluetooth status. Investigation of this case revealed evidence consistent with a communication or bluetooth pairing malfunction of the ilet, with the device not recognizing the sensor transmitter despite functional cgm readings on the dexcom application. It was concluded, based on previously established findings for similar reports, that the cause was a device communication malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.